Event description:
It was reported that this incarcerated patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock and fell just after a routine cell search. Subsequently, the patient was hospitalized pending a physician review, where it was determined that the smartpass feature had been automatically disabled. This can occur appropriately due to variable, low r-wave amplitude measurements. The physician elected to re-enable the smartpass feature to resolve the event and the patient was transferred back to their penitentiary facility. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.